Event description:
It was reported that during a wedge resection procedure, the site bled from the second debrided area. Additional suture was performed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 7/23/2008. Evaluation summary: the analysis results found that the device was received in good visual condition and with no cartridge loaded on the device, however four cartridges were received inside the bag, fully fired and with no damage to the lockout. The device was tested for functionality with a test cartridge and it fired, cut and formed all staples as intended; however, the cut was noted to be slightly jagged due to a damaged knife, this damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.